Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she "scratched his/her eye badly to the point that could not open the od." The pt reported that he/she saw an eye care provider (ecp) for the event. On (B)(6) 2016 a call was placed to the pt and the additional information was obtained as follows: the pt reported that the event only occurred with the od. The pt reported that he/she was diagnosed with a corneal ulcer. The pt stated reported experienced severe pain and the eye was swollen shut. The pt reported that his/her wear schedule is less than 2 weeks and he/she does not sleep in lenses regularly, but has "fallen asleep with them in during a movie." The pt reported that he/she uses opti-free pure moist disinfectant. The pt reported that he/she was "prescribed tramadol oral med qid but pt only takes prn and neomycin and polymyxin b ointment qid to ensure no infection and to help with swelling."the pt reported that he/she was asked to discontinue lens wear. The pt reported that his/her eye "hurts a little but not as bad." The date of event is reported as (B)(6) 2016. On (B)(6) 2016 a call was placed to the pt and the pt reported that the od is scarred and the "prescription has changed." The pt reported that he/she needs new glasses and contacts. A call was placed to the patients ecp and additional information was requested, but no new information has been received. The pt also reported that he/she discarded the suspect product. The pt reported that he/she will return the remaining product from the box. The product has been requested, but it has not yet been received. This event is being reported as a worst case event for the pt's od. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00jt3x was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.